Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that two screws skived on the left side medial. There was skive potential at left t11. The screws ended up skiving medial and then skived at t12. T12 docking was good. T12 skived medial. Right t12 was not the exact trajectory that was planned, it skived a little bit. Because of skiving they had to remove the skived screws and reposition them. Trajectories deviated in between 3.5 and 4mm. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.